Event description:
It was reported that during implant the atrial setscrew did not product a clicking sound tightened using hex wrench. The device was not implanted and returned.

Manufacturer narrative:
. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of setscrew would not tighten was confirmed in the laboratory. The device was visually examined, septum material and medical adhesive were found in the setscrew inset. The upper portion of the strial setscrew inset was observed to be stripped.